Manufacturer narrative:
Additional patient information: patient (B)(6). It is unknown when the symptoms of pain began, but the patient reported the event during a follow up visit on (B)(6), 2009. This report is for one (1) unknown 5mm medium deep prodisc-c implant. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via prodisc-c clinical study that patient (B)(6) experienced neck/arm pain for less than a year prior to the original implant procedure. On (B)(6), 2004, the patient was implanted with a medium deep, 5mm prodisc-c implant at levels c6-c7. The operative time was eighty-eight (88) minutes with 50 cc of blood lost during the procedure. Antibiotics were administered intra-operatively. No complications occurred during the procedure and no complications were reported at the time of discharge. The patient completed the prodisc-c study on (B)(6), 2012 the following adverse events were reported: (B)(6), 2009 - the patient reported unanticipated upper extremity pain during a follow up visit on (B)(6), 2009. Additionally, c6 distribution reportedly increased over the thumb, index, and long fingers and up into the triceps. C7 distribution was reported as well during this follow up. The patient was prescribed pain medication and a revision procedure was scheduled to remove the hardware and decompress the area. The surgical plan for the revision will also include fusion of c6-c7 and a discectomy, interbody fusion of c5-c7. (B)(6), 2010 - the revision procedure took place on (B)(6), 2009 due to pain in the arms. An anterior cervical discectomy was performed at c5-c7 along with a partial corpectomy at the same level. The previously implanted prodisc-c device was removed. Peek cages were then inserted along with trestle plate fixation all between c5-c7. This report will address the upper extremity pain that the patient reported during a follow up visit on (B)(6), 2009. This report is for one (1) unknown 5mm medium deep prodisc-c implant. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Other: UDI number: (B)(4). Part number: ssc225c, lot number: 2004000478: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 19 march 2004. Expiry date: 01 march 2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Date of this report: initially reported as (B)(4) 2009; should have been (B)(4) 2009. PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.